Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the sensor is not working correctly. The sensor is not alerting customer of the highs and lows. Customer wakes up and almost bottoms out. The current blood glucose reading is 54 mg/dl. Customer has treated with food. Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was thirsty and vomiting. Customer also had ketones. Nothing further reported.